Event description:
It was reported the pt (B)(6) is experiencing break through pain. During a recent programming session, it was discovered the pt is not receiving adequate therapy coverage from one of her leads. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.